Manufacturer narrative:
The customer's test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range = 2.7 - 3.5 inr): qc measurement 1 = 3.0 inr. Qc measurement 2 = 3.0 inr qc measurement 3 = 2.9 inr. Results: all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 2.6 inr. The patient didn't feel well, so the doctor advised the patient to go to the hospital. Within an hour of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of > 8 inr. The patient's therapeutic range is 2 - 3 inr.